Event description:
Pt was noted as having an increase in the duration of seizures and ictal severity of seizures at the 1-year follow-up. It was also indicated that the pt's status epilepticus was showing an increase in frequency. A search performed in the MFR's programming history database did not provide any info on pt device diagnostics. Good faith attempts to obtain add'l info have been unsuccessful to date.